Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced severe pain in their hands, finger joints, and the bottoms of their feet. Additionally, the patient described a stinging pain, resembling the sensation of the device being pulled out of their chest, when attempting to charge or connect to the device. The patient stated these symptoms began upon waking from surgery and have become more frequent as the swelling has subsided, particularly on the bottom side of the device. The patient was advised to consult their healthcare provider for further evaluation and management of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating from the healthcare provider that the stinging pain on the bottom side of the device when attempting to charge or connect was not attributed to a device issue but was suspected to be due to post-surgical nerve healing. System testing was performed with therapy on and off, and impedance checks showed everything was functioning as expected. The issue has since resolved.